Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the reported event may be attributed to improper handling of the controller which led to a disconnection of the driveline cable. This event was assessed and is being reported as part of a retrospective review of complaint sources data. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicates that a controller had dropped and disconnected. The controller remains in use. No patient complications have been reported as a result of this event.